Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, patient presented for a vertebroplasty due to t7 and t9 fractures. During t7 vertebroplasty, there was a small amount of cement extravasated. There was no patient complications were reported.